Event description:
Parent called regarding an incident with a spongebob digital thermometer. She was holding the thermometer in the child's mouth when the child began to choke. Took the thermometer out of her mouth and the silver tip was missing. Reports that her daughter coughed it up. Child was taken to the physician for a checkup.

Manufacturer narrative:
Consumer has not returned product for evaluation. Unclear if product was returned. Complaint history check conducted on this product yielded no complaints of this nature on any lot of product since release. Will follow up with consumer to see if product return is possible.